Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 29mm sapien 3 valve in the pulmonic position. The patient presented with a homograft conduit in the pulmonic position. During the procedure, the 29mm sapien 3 valve was not implanted in the intended position due to a miscalculation of the landing zone. This caused the commander delivery system balloon to rupture. The valve was deployed over the pre-existing stent and some valve insufficiency was noticed due to the malpositioned valve. The commander delivery system and the esheath were removed from the patient as a single unit. Upon inspection, there were no missing parts of the device. Then, the sapien 3 valve was post-dilated to improve the valve expansion with an edwards balloon. A second stent graft and a second 29mm sapien 3 valve were implanted to achieve a good hemodynamic result. As per medical opinion, the root cause of the balloon burst event may have been related to the contact of the commander balloon with the first stent graft.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08714.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b5 and h6. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The provided imagery was reviewed and the following was observed: the landing zone was pre-stented. Upon deployment of the sapien 3 valve, contrast began to leak and the balloon only partially inflated on the distal end. The sapien 3 valve was post-dilated, but was placed too low. A second sapien 3 valve was deployed inside the first valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirmed by evaluation of the returned imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, ''when deploying the sapien 3 valve some contrast started to leak from the proximal balloon shaft (near 3 radiopaque markers). The balloon only got inflated distally so the sapien 3 valve was partially expanded. Then, several attempts to post-dilate the under expanded valve were made with the commander balloon to get full valve expansion, as a result the valve was displaced towards ventricle but it was expanded enough to be stabilized.'' The provided imagery revealed the patient was pre-stented. It is possible that the balloon interacted with the walls of the pre-existing stent while tracking to the landing zone, damaging the balloon in the process and resulting in the observed leak upon inflation. The available information suggests patient factors (pre-existing stent) contributed to the reported event. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of an implant of 29mm sapien 3 valve in pulmonic position. The patient presented with a homograft conduit in the pulmonic position. During the procedure, a pre-stenting technique was performed to prepare the landing zone. First, a bare metal stent was implanted. Due the shortening of the stent, this implant result on a low position, so a second bare metal stent was implanted this time in the correct position. Then, the 29mm sapien 3 valve crimped on the commander delivery system was advanced. Good positioning was performed, but when deploying the sapien 3 valve some contrast started to leak from the proximal balloon shaft (near 3 radiopaque markers). The balloon only inflated distally so the sapien 3 valve was partially expanded. Then, several attempts to post-dilate the under expanded valve were made with the commander balloon to get full valve expansion. As a result the valve was displaced towards the ventricle but it was expanded enough to be stabilized. The commander delivery system and esheath were removed as a single unit and inspected to ensure no parts were left on the patient. A new esheath and balloon catheter were advance to totally expand the 29mm sapien 3 valve, but as it was in a too low a position, there was severe pvl. At this point, the patient was stable, so it was decided to advance a third bare metal stent through the 29mm sapien 3 valve lumen and delivered the stent inside it. A second 29mm sapien 3 valve was crimped and advanced uneventfully and successfully deployed in correct position. The patient was stable during all-length procedure and left the cath lab to reach the coronary unit. The patient did not experience any injury, the patient was alive and without consequences. As per medical opinion, the root cause of the event could be related to the miscalculation of the landing zone when implanting the first valve which caused that the balloon touched the stent graft when deploying.